Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that the outer insulation had cosmetic environmental stress cracking, there was blood in/on the helix/lobe mechanism (sleeve head) and there was blood in/on the helix/lobe mechanism. The helix extends and retracts within product sepecification.

Event description:
It was reported that the lead had loss of capture. An attempt to reposition the lead was made but was unsuccessful due to difficulty advancing the lead. The lead was explanted and replaced. No patient complications have been reported as a result of this event.